Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of having problems with this implantable cardioverter defibrillator (ICD) and it was thought to be misfiring in the night. The patient then sent a reading. Boston scientific technical services (ts) referred the patient to the physician. There was an attempt to obtain additional pertinent information from the field representative but was unsuccessful. This ICD remains in service. No adverse patient effects were reported.